Event description:
It was reported that the customer had an unresponsive buttons on the insulin pump. The blood glucose level was 56 mg/dl. Troubleshooting was performed and the insulin pump will be replaced no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. Motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o ring in reservoir tube, cracked battery tube threads and missing end cap sticker.